Event description:
Same case as voluntary report #: (B)(4). It was reported that during a percutaneous coronary intervention procedure, a guide wire tip detachment occurred. The target lesions were located in the left anterior descending (lad) artery and the approximately 90-95% stenosed, non-tortuous and non-calcified diagonal branch. This 300cm luge guide wire was placed into the diagonal while another bsc wire was placed in the lad. The wire in the diagonal was used to preserve blood flow in the event plaque shifted from the lad into the diagonal during the intervention in the lad. The wire in the diagonal was also being used for intended treatment in the ostium of that artery. During the intervention in the lad, 15-20mm of the tip of this luge wire placed in the diagonal detached. No resistance was noted with the use of the wire. The procedure was continued in the lad with an apex balloon catheter, the luge wire was then removed from the diagonal and another manufacturers' guide wire was advanced into the diagonal for possible stenting treatment. Ultimately the physician decided to end the case without any further treatment. The detached guide wire tip remains in the very distal diagonal branch, no attempt was made to retrieve the detached tip due to the location. No further patient complications were reported and the patient has been discharged home.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. An examination of the returned device found that the poly tip was fractured 296.5cm from the proximal end. A kink was observed 3mm from the distal end of the returned section. All outer diameter measurements taken were found to meet specification. Sem analysis of the returned device found that the failure site exhibited evidence of tension and compression zone typical of a bending event. The failure surface exhibited several transversal cracking typical of a cyclic bending action. No material anomalies were found. Failure occurred due to a cyclic bending overload. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
Same case as voluntary report #: (B)(4). It was reported that during a percutaneous coronary intervention procedure, a guide wire tip detachment occurred. The target lesions were located in the left anterior descending (lad) artery and the approximately 90-95% stenosed, non-tortuous and non-calcified diagonal branch. This 300cm luge guide wire was placed into the diagonal while another bsc wire was placed in the lad. The wire in the diagonal was used to preserve blood flow in the event plaque shifted from the lad into the diagonal during the intervention in the lad. The wire in the diagonal was also being used for intended treatment in the ostium of that artery. During the intervention in the lad, 15-20mm of the tip of this luge wire placed in the diagonal detached. No resistance was noted with the use of the wire. The procedure was continued in the lad with an apex balloon catheter, the luge wire was then removed from the diagonal and another manufacturer's guide wire was advanced into the diagonal for possible stenting treatment. Ultimately the physician decided to end the case without any further treatment. The detached guide wire tip remains in the very distal diagonal branch, no attempt was made to retrieve the detached tip due to the location. No further patient complications were reported and the patient has been discharged home.